Event description:
It was reported that on (B)(6) 2014, the procedure was to treat a chronically totally occluded (cto) lesion in the right coronary artery (rca), where three unspecified bare mental stents had been deployed approximately 10 years prior. After pre-dilatation was performed, the 3.5x18mm xience xpedition, 3.5x33mm xience xpedition, 3.5x23mm xience xpedition, and 2.25x28mm xience prime stents were successfully deployed. Post-dilatation was performed, and the procedure was completed without device or procedure issue. On (B)(6) 2014, the patient was re-hospitalized with angina. Angiography revealed ischemia of the rca due to thrombosis in the 3.5x18mm xience xpedition stent, which was treated with aspiration and balloon angioplasty. Blood flow was regained and the chest pain resolved. Reportedly, there was no thrombus noted in the 3.5x33mm xience xpedition, 3.5x23mm xience xpedition, and 2.25x28mm xience prime stents. There were no reported adverse patient sequela and no reported clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). Concomitant products: stent: 3.5x33mm xience xpedition, 3.5x23mm xience xpedition, 2.25x28mm xience prime. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A similar incident query in the complaint handling database for this lot was not performed as the lot history record revealed no non-conformances that would have contributed to the reported event. The reported patient effects of angina, ischemia, and thrombosis as listed in the (B)(4) xience xpedition drug eluting coronary stent system instructions for use (IFU) are known patient effects that may be associated with the use of coronary stents in native coronary arteries. In this case, a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined. Based on the reviewed information, no product deficiency was identified.